Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to unit 8 from the emergency department with an indwelling foley. 16fr indwelling urinary foley catheter was insitu from beach grove home. On (B)(6), patient stood up and foley catheter became easily dislodged with the change in position. Catheter was inspected and found that the balloon had broken down while insitu. There was visible missing material from the balloon of the foley catheter that was unable to be located.